Manufacturer narrative:
D10 concomitant product: fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#: unknown); fgs-0568, fgs-0568 pillcam sensor belt 2t dr3sb3 (lot#: 57355sb) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the pillcam capsule failed to transmit to the recorder and that the pillcam video recording time was shorter than expected. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the study was short. The patient was a 6-year-old girl and the capsule was placed directly to small bowel using scope during ogf. Capsule was paired successfully with the belt and recorder about 9 am. At 11:25 am, the family noticed that the recorder gave a chime and shut down on its own. The customer turned on the first recorder and tried to check in a second set of recorder and belt and placed near the patient's abdomen, but the capsule could not pair. The customer tried shifting the belt across different parts of the abdomen, but to no avail. The patient was pushed to get an x-ray and saw the capsule was still inside her body. After the first recorder was done with video download, the customer did another new patient check-in to see if it would pair with the capsule still, but same result with the recorder not being able to detect the capsule. The video that was downloaded showed the last image captured by the capsule was still in the small bowel. The doctor decided to just remove the set since no data being collected. The patient¿s family was told to try to retrieve the capsule if possible. Eventually, the faulty capsule was passed out by the patient and was ready for collection for investigation.